Event description:
It was reported in a service report that the bed's fowler motor would raise electronically if you would try to use any button on the footboard or side rail. If you would try to raise the bed's height, the fowler would raise. If you tried to lower the fowler electronically, the fowler would raise. No adverse consequences were reported.